Event description:
The patient reported that the keypad buttons have been sticking.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to respond intermittently to button presses. The keypad was removed and adhesive was found under the contact buttons.